Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) exhibited diaphragmatic stimulation. The system was evaluated and a lead safety switch (lss) was found due to high impedances greater than 2000 ohms. The physician reprogrammed the lead configurations and requested that the impedance limits be increased. No adverse patient effects were reported. This product remains in-service.